Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "no event reported" via MRI. Healthcare professional later reported "rupture of the prosthesis". This record is for the right side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture via MRI. Device has been explanted.